Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system had cuvettes failing water blanks. While troubleshooting with bec customer technical support (cts), the customer found the wash concentrate volume was low and there was leaking and dripping in the hydro area. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found cuvette wash probes were broken. The fse changed and aligned all 3 probes. The fse cleaned cuvettes with q tips, and performed centering alignment. The fse verified repair per established procedures, and acceptable qc results were produced. (B)(4).